Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, the data shows loss of connection on the date of issue. A pairing test was performed and it passed. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.